Event description:
Pt stated that after being placed on bedpan, it broke - 7 cm laceration to left buttock. (Multiple issues with bedpans breaking under several pts).

Event description:
Add'l info rec'd from MFR 3/25/05: this product is manufactured by medegen, llc, 209 medegen dr., gallaway, tn 38036. Cardinal neither manufacture nor own the regulatory pathway for this product. Cardinal distributes this product for medegen. Cardinal has copied them on request for info and has asked them to respond back directly.